Manufacturer narrative:
Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura. Risk of pneumothorax is included within risk documents for the ion system. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. Cone beam computed tomography (cbct ¿ cios spin) log data was pulled from the ion system and reviewed by an ion navigation engineer. The optional ion-cios spin integration algorithm is heavily based on the pixel intensity values in the cbct images. Based on review of the mip (maximum intensity projection) images with overlays (included in the new log data), it appears that the physician did correctly select the catheter tip during the integration workflow. However, the patient¿s pacemaker showed up as a large region with high intensity values, likely leading to the optional integration algorithm incorrectly identifying the pacemaker as the catheter. The procedure can be completed without this optional integration feature.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that he does not believe that the cios spin integration issue caused or contributed to the pneumothorax, but rather, it was attributed to patient¿s underlying comorbid condition.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The target lesion was located in the left upper lobe away from the pleura. An hour after the procedure, the patient had shortness of breath and chest pain, and a chest x-ray was performed. A medium sized pneumothorax was identified, and a chest tube was placed to resolve it. The chest tube was removed the next day. The patient remains admitted due to other underlying comorbid conditions not related to the procedure. The physician initially mentioned that the cios spin integration feature did not function properly because of the patient¿s pacemaker interfering. This issue led to a minor procedure delay, but the physician was able to complete the procedure without the cios spin integration feature. The physician provided further clarification that he does not believe that the cios spin integration issue caused or contributed to the pneumothorax, but rather, it was attributed to the patient¿s underlying comorbid condition. The physician believed that the pneumothorax would have likely occurred via another modality. The patient remains admitted, but the admission is due to other patient comorbid conditions and not related to the pneumothorax or ion procedure.